Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that drawer 3-1 had completely failed in the application. All cubies were removed, and the row board cable was reseated. The drawer was tested using the hardware test application. The customer was able to locate medications for patients, and there was no harm or delay in medication administration. The only delay was the need to retrieve medications from another pyxis unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 failed and error message displayed device not detected on bus. The customer restarted the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.